Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 155mg/dl. The caller stated that the insulin pump alarmed. Advised the caller that the insulin pump would be replaced. No further information was provided.